Manufacturer narrative:
Device passed the displacement. Device received with complete broken reservoir tube lip, cracked lcd window, cracked case display window corner and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. Customer stated that the top of reservoir compartment had damaged however did not lock in place when inserted into insulin pump. The device will be returned for analysis.